Event description:
During treatment with juvederm ultra, the needle disengaged and product was lost. Additional f/u with the physician noted the needle disengagement caused a needle stick to the physician requiring antiretroviral therapy. The physician will receive additional lab tests 6 weeks post antiretroviral therapy.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specifications.